Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an emergent symptomatic endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The sac was large with angulation into the iliac arteries. It was reported that the measurement from the contralateral gate to the hypogastric artery was 10cm. When the anatomy was measured, a 124 mm length was thought to be the correct length; however, it was too long by straight line and the decision was made to implant the 93 mm length iliac stent graft. Due to the iliac artery angulation, the stent graft foreshortened by 4cm. The stent graft was extended with a 16/16/124 endurant limb to successfully address the foreshortening. No additional clinical sequela were reported and the patient is fine.

Manufacturer narrative:
(B)(4).